Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 56-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient had a cardiac history, the patient was transferred into the medical center from the community with known cardiac arrest and prior placed va-extra corporeal membrane oxygenation (ECMO). Upon arrival the patient was actively undergoing CPR. The patient had the cp placed in the cardiac catheterization lab with ongoing blood loss from nose and mouth area and hematoma prior to the pump placement. Flows were low on both the cp and ECMO and troubleshooting was done by pump repositioning. Even after the cp was added to the ECMO support the patient was hemodynamically unstable and was given 10 units of red blood cells, 6 units of fresh frozen plasma, and 4 units of platelets. The team evaluated the patient with ultrasound and considered the fluid in the abdominal spaces was signs for "third-spacing". The team gave medical therapy to attempt coagulation but hemodynamics did not recover. The family made decision to withdraw care and patient expired. The death is being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e and had care withdrawn when all measures were taken and did not improve hemodynamics.

Manufacturer narrative:
Corrected information was provided in b1 and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the low or blocked pump flow issue was not determined without returned product investigation and sufficient clinical details, including data logs.